Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his glucose reached 19.6 mmol/l (353 mg/dl) and that the cannula was out of skin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg was found.